Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on right sided lead extension. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data. B5 - describe event or problem. D6b - date of explant.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on right sided lead extension. Surgical intervention was undertaken wherein the lead extension was explanted and replaced to address the issue.